Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify button error alarm, no button response and scrolling numbers display anomaly due to the blank display. The device was with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not working. She was attempting to bolus and the numbers kept rolling, then it alarmed button error. Customer stated the device currently has a blank screen because she took out the battery because the device wold continue to alarm. Customer doe not know blood glucose value. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert back to backup plan. No further info reported.